Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Healthcare professional later reported "discomfort/tight." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported "discomfort/tight." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation observed.